Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five(5) syringe inlet, micro-volume with luer lock end had foreign material at unknown location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 (lot, expiration date, UDI), h6 (update codes), h7, and h9. H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.